Event description:
Pt reported the up and down buttons on the infusion device only gives a humming sound and does not work. Pt noticed this as blood glucose values were elevated. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.